Event description:
Six months after the deployment of a 6f angio-seal vip, the pt was diagnosed with an occlusion and required surgery.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal pt info guide states within 60 - 90 days, the anchor, collagen sponge and suture of the angio-seal device will naturally be reabsorbed by the body.